Manufacturer narrative:
(B)(4). The temperature for the storage condition of the product has been communicated it's 24°c. The temperature for the operating room condition has been communicated it's 22°c. 1 complaint on cement paste consistency was recorded on the batch since ever, and 1 complaint on cement paste consistency was recorded on the reference from jan 01, 2018 to jan 10, 2022. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that: there was no problem to mix with optipac, but the bone cement came out like a water. It could not be mixed correctly, so not used at the surgeon's decision. No adverse patient consequence was reported.

Event description:
It was reported that: there was no problem to mix with optipac, but the bone cement came out like a water. It could not be mixed correctly, so not used at the surgeon's decision. No adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.